Manufacturer narrative:
The field complaint of the transmitter losing power after a lightning strike was verified. Final analysis found burnt damage on the green contact strips. The unit was not plugged into a working ac electrical outlet due to the burnt damage. Upon opening the transmitter, inspection revealed that there were multiple burnt components on the main pcb and the inner casing of the ac power adapter had a burnt mark. As a result it was concluded that during the lightning strike, the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb.

Event description:
This report is to advise of an event observed during analysis.